Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the external force applied to the relevant part, as many scratches were confirmed around the area. The event can be prevented by following the instructions for use (IFU) which state: "¿ do not hit or drop the distal end, flexible part, bending part, operation part, universal cord, scope connector part of the endoscope. Also, do not bend, pull, or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a noisy image due to breakage of the ultrasound probe which was missing the sound ray component. It was also observed that the bending angle and the play of the angle knob did not meet standard due to elongation and stretch of the angle wire. It was also observed that the curved rubber adhesive of the bending section cover is peeling, and it was noted that the chipped glue fragments fell into the body. Also, the curved rubber bond is cracked. It was observed that the tip body did not have enough adhesive in the tip cover screw holes. Lastly, scratches were observed on the following unit parts: switch 4, objective lens, and serpentine insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, a noisy image on the evis lucera ultrasound gastrovideoscope. Upon return and inspection, a gap defect of the tip lid screw adhesive and was peeling. There was no patient/user harm or injury reported due to the event. This MDR is being submitted to capture the reportable malfunction found during the evaluation.